Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 294 mg/dl at the time of incident. The customer stated that he gave a correction each time he has high blood glucose. The customer stated that his blood glucose reached 318mg/dl and gave a correction of 4.5 units and when his blood glucose reached 338mg/dl he gave a correction of 4.4 units. The customer also stated that he did a manual bolus of 2 units but no insulin came out. The customer stated that his blood glucose went to normal when he used his old insulin pump gave a correction. The customer also reported that the insulin pump was not delivering insulin. The customer mentioned that he pressed the insulin through the tubing. A tubing clamp was sent to complete absence of no deliver troubleshooting. The insulin pump will not be returned.